Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 02-sep-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint simplicity was received inside a sealed johnson & johnson pouch inside the original folding carton. The patient stickers, patient implant identification card, and implant notification card were also received. During a visual inspection, the device was inspected under magnification. The folding carton was visually inspected and observed to be creased and damaged on the end. The complaint simplicity was visually inspected through the sealed pouch and no issues were identified. The complaint issue of dc-packaging issues was identified during product evaluation, however, because there were no photos of the shipping box it cannot be determined if there was an issue with the shipping carrier (i.e. Fedex, dhl) or distribution center. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search revealed that no other complaints have been received for this production order (po) number. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown information was not provided. Section a-3a patient sex: unknown information was not provided. Section a-3b patient gender: unknown information was not provided. Section a-4 patient weight: unknown information was not provided. Section a-5 patient ethnicity: unknown information was not provided. Section a-6 patient race: unknown information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The inner box of the dib00 model intraocular lens (iol) was received damaged, it was wrinkled, bent and, the sticker was ripped. The corrugated outer box had no issues. No further information is available.